Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the ultrafiltration (uf) pump was not pulling fluid and the treatment time stopped on a fresenius (B)(6) hemodialysis (hd) machine after the initiation of the patient's treatment. The machine was pulled from service when the treatment time stopped. The biomed verified the calibration of the uf pump and stated that the machine passed functional testing. Additional information was requested, however, to date a response has not been received. It was not reported during the initial call that the patient experienced a serious injury, adverse event, or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.